Manufacturer narrative:
Forty-six patients (27 male and 18 females with a mean age of 49.4 years) date of event is unknown; (B)(6) 2016 is when the literature article was published. This report is for an unknown quantity of unknown synthes locking compression plate (lcp) system/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown. Explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: van der woude j. A. D. Et al (2017) knee joint distraction compared with high tibial osteotomy: a randomized controlled trial. Knee surgery, sports traumatology, arthroscopy. Volume 25. Pages 876-886. (Netherlands). This clinical trial was made to compare knee joint distraction and high tibial osteotomy (hto) treatment in terms of clinical efficacy. Between 2011 and 2013, 69 patients were recruited for this controlled trial. A total of 46 patients (27 male and 18 females with a mean age of 49.4 years) were randomized to hto group and were implanted with either unknown synthes tomofix medial high tibial plates and unknown synthes screws or unknown synthes locking compression plate (lcp) system. One patient was excluded from the study after randomization. Patients were followed up and underwent assessment scoring from baseline, and at 3, 6, and 12 months post operatively. The following complications are associated with the synthes tomofix and screws/lcp system (hto group): two patients had a post-operative wound infection, one treated with oral antibiotics and the other treated with intravenous antibiotics. One patient presented erysipelas and was treated with intravenous antibiotics. One patient underwent partial medial menisectomy at the affected knee in less than 6 months. Visual analogue scale (vas) pain score of 27 ± 23 mm was reported after 1 year follow-up. The mean medial proximal tibia angle change from 86.5° ± 1.9° pre-operatively to 94.0° ± 4.7° post-operatively. The mean mechanical tibiofemoral axis was preoperatively 6.2° ± 2.3° (mean ± sd) of varus and post-operatively 2.4° ± 1.8° of valgus. This report is for an unknown synthes locking compression plate (lcp) system. This report is 3 of 3 for (B)(4).